Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the lead sensing values were normal when tested through the analyzer. When the leads were connected to the implantable pulse generator (ipg), the sensing values could not be measured and artifacts were noted on the electrograms (egm). An alternate ipg was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.